Event description:
It was reported that during a left atrial appendage closure (laac) procedure to treat atrial fibrillation (afib) and cerebrovascular accident (cva), while on direct oral anticoagulants (doac), a versacross connect laac was selected for use. During the procedure, transeptal puncture was completed and the versacross pigtail wire was advanced into the left inferior pulmonary vein (lipv). The watchman fxd double curve sheath was then advanced across the septum and into the left atrium (la). As the pigtail catheter was seen coming out of the watchman access sheath (was), the screen on a non-boston scientific device started flickering. A clot was then noted by the physician on the pigtail catheter. An attempt was made to aspirate the clot, and simultaneously withdraw the pigtail catheter into the was, and pull the entire was back into the right atrium. The entire sheath and pigtail were removed out of the body. The object was seen on the pigtail catheter after flushing, it was similar to septal tissue and it was stated that it was a clot. Laa was confirmed clear of any debris. This procedure was completed successfully without any complications. The device will not be returned since it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal puncture (tsp) was performed with a versacross connect laac. A watchman fxd access system (was) was advanced across the septum into the left atrium. A pigtail catheter was advanced through the was to cannulate the laa. Intracardiac echocardiogram (ice) was used during the tsp and remained in use while tracking the pigtail into the laa. As the pigtail was advancing out of the was, a possible thrombus was observed on the pigtail catheter. The physician attempted to aspirate the suspected thrombus into the pigtail catheter using a 60cc syringe. The suspected thrombus moved slightly back into the lumen of the pigtail catheter. Negative suction was applied to the distal end of the pigtail catheter with the 60cc syringe while the pigtail catheter was simultaneously withdrawn into the was and the entire unit was pulled back into the right atrium and out of the patient's body. Once outside of the patient, the pigtail catheter was flushed, and the suspected thrombus was observed. It was unconfirmed if the removed object was septal tissue or thrombus. The laa was visualized and confirmed to be clear of debris. A new tsp was performed with new equipment. A new was was positioned, and a watchman closure device and delivery system (wds) was inserted. The closure device was successfully implanted in the intended location. Post-procedure, the patient awoke on the post-anesthesia care unit with no signs or symptoms of stroke. During the procedure the activated clotting time (act) was 347. The device will not be returned since it was disposed.

Manufacturer narrative:
Correction to h1 type of reportable event: serious injury. G4 premarket / 510(k) # k220414, k150709. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal puncture (tsp) was performed with a versacross connect laac. A watchman fxd access system (was) was advanced across the septum into the left atrium. A pigtail catheter was advanced through the was to cannulate the laa. Intracardiac echocardiogram (ice) was used during the tsp and remained in use while tracking the pigtail into the laa. As the pigtail was advancing out of the was, a possible thrombus was observed on the pigtail catheter. The physician attempted to aspirate the suspected thrombus into the pigtail catheter using a 60cc syringe. The suspected thrombus moved slightly back into the lumen of the pigtail catheter. Negative suction was applied to the distal end of the pigtail catheter with the 60cc syringe while the pigtail catheter was simultaneously withdrawn into the was and the entire unit was pulled back into the right atrium and out of the patient's body. Once outside of the patient, the pigtail catheter was flushed, and the suspected thrombus was observed. It was unconfirmed if the removed object was septal tissue or thrombus. The laa was visualized and confirmed to be clear of debris. A new tsp was performed with new equipment. A new was was positioned, and a watchman closure device and delivery system (wds) was inserted. The closure device was successfully implanted in the intended location. Post-procedure, the patient awoke on the post-anesthesia care unit with no signs or symptoms of stroke. During the procedure the activated clotting time (act) was 347. The device will not be returned since it was disposed.

Manufacturer narrative:
PMA/510(k) # k220414, k150709. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.